Event description:
Please refer to initial MFR. Report #9611500-2019-00169.

Manufacturer narrative:
The log file analysis revealed that the users were attempting to start an episode of automatic ventilation without first having calibrated the peep/pmax valve. The supervisor function of the software blocks the activation of automatic ventilation if the peep/pmax valve isn't calibrated. As reportedly observed by the user the device will post a vent fail alarm if it is attempted to switch to an automatic ventilation mode in this condition. Manual ventilation is not affected since the airway pressure is controlled by the apl valve instead of the peep/pmax valve then. The dispatched fse could verify the problem. The peep/pmax valve was replaced. After the successful calibration the device passed all tests and could be returned to use. It can be concluded that the user did not perform the recommended daily pre-use check. Part of the check list is a test if proper operation in automatic ventilation is possible, if a test lung to be connected is filled up with fresh gas and if ventilation parameter will be displayed. A non-calibrated peep/pmax valve will lead to a failed test and the user is aware prior to use on a patient that the device can't be put into operation in this state. Thus, the event is considered to be the consequence of a use error.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported at the beginning of a case the unit was switched to vent mode and a ventilator failure was displayed and alarmed. There was no patient injury. The unit was switched and the case continued.